Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the left femoral artery was utilized as the access site. Upon advancement of the delivery catheter system (DCS), a dissection occurred in the femoral artery. Subsequently, surgical repair was performed, shockwave angioplasty was performed, and a 8 millimeter (mm) x 57 mm stent was placed. Several more attempts were made to advance the DCS, however it could not advance through the patient's anatomy. Per the physician, the patient's severely calcified anatomy contributed to the event.

Manufacturer narrative:
A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.